Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis found dried body fluid inside the entire length of inner coil prevented the stylet removal. Analysis was normal. No anomaly was found.

Event description:
It was reported that lead exhibited loss of sensing and capture. The lead was not implanted and physician elects to use another lead.